Event description:
Severe infection of left eye. Person was a contact lens wearer for 15 years. Switched to bausch and lomb products 05/15/2006, contact lenses and renu solution used exclusivily from 05/15/05 till 07/13/05. Pt was first treated by dr at onset of infection then transfered to another dr, who recommended she be hospitalized asap. Then treated by cornea specialists at the eye clinic with additional consulting and operating assist with another dr. She is still under their care to this day and has had three surgeries resulting in corneal transplants.